Event description:
Device returned for non-specified repair. No pt impact reported. Repair request escalated to complaint on evaluation due to attachment foot being damaged by tool contact. No add¿l info was available on f/u.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. No add¿l info was available on f/u. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."